Event description:
Customer alleged blood glucose results of 228 mg/dl, 594 mg/dl, and 153 mg/dl, when testing was performed back-to-back on the advantage system. Customer reported having no symptoms and did not treat/act on results other than to take normal doses of insulins. No serious adverse event was reported in connection with the alleged malfunction. The suspect device is unavailable for return; replacement product was sent.